Event description:
A multiple clip applier was stated to have cut a vessel during a procedure.

Manufacturer narrative:
The user facility reported that after several successful clip applications, the device failed to fire and instead tore the patient's vessel. The torn vessel was successfully ligated later on during the procedure. Further patient injury or negative health related outcomes have not been reported due to this event. Sterilmed will continue to monitor this situation and keep FDA apprised of any updates related to the condition of the patient in the future. Sterilmed was unable to conduct an investigation on the device in question due to the fact that it was not returned by the user facility. The user facility has confirmed that they will not be returning the device in the future.